Event description:
It was reported via repair work order that the brakes on the stretcher could not remain engaged.no patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.